Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿scan again in 10 minutes¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer experienced symptoms of seizure and a loss of consciousness, requiring treatment of sugar from a non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. Therefore this issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿scan again in 10 minutes¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer experienced symptoms of seizure and a loss of consciousness, requiring treatment of sugar from a non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported receiving a ¿scan again in 10 minutes¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer experienced symptoms of seizure and a loss of consciousness, requiring treatment of sugar from a non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.